Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient woke up due to hv therapy and was taken to the emergency room. Multiple hv therapies failed to convert the rhythm. Several external cardioversion attempts were made to restore the rhythm. The patient was intubated. The rhythm believed to be a true vt. Evaluating the patient's rhythm was planned. It was also noted that the date and time for the egm was recorded incorrectly, possibly due to data corruption from the external defibrillator. Programming changes will be discussed with the physician. The patient was recovering. No further information is available.